Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Device remains implanted.

Event description:
Radiolucency was noted around the glenoid post approximately ten months post-implantation of left shoulder.